Event description:
Patient reported obtaining back-to-back blood glucose results of "hi" (> 600 mg/dl) and 187 mg/dl on the advantage system. Patient stated that, based on the value of 187 mg/dl, he delivered 2 units of regular insulin. No resultant injury was reported. Patient also reported that, earlier in the day, he performed an additional set of back-to-back tests on the advantage system with results of 239 mg/dl and 512 mg/dl. Based on the value of 512 mg/dl, he delivered 10 units of regular insulin. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.